Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading went up to 500 mg/dl and customer¿s other blood glucose was 500 mg/dl. Customer was not able to complete troubleshooting. Customer performed self test and it was passed. Customer was admitted into hospital due to heart issues and not diabetes related. It was unknown that auto mode feature was active or not at the time of incident. The insulin pump will not be returned for analysis.